Event description:
It was reported and there is evidence the device was dropped. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is contaminated. Upper and lower cases, lcd (liquid crystal display) lens, both bail covers, and ring cover are broken. Both bails are missing. Keyboard window is scratched.